Event description:
On 08/10/2025, the user reported recurrent lows following meals due to announcing meals as "less than usual". Blood glucose (bg) reached 50 mg/dl. The ilet alerted to the low bg, which was corrected with glucose tablets. The user was re-educated on proper meal announcement protocol and walked through a factory reset. The user reported feeling tired. Assistance was provided by the user¿s caregiver. No medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.